Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was provided with information to reset the pump, successfully assisted with the reset, and was instructed to contact support if the malfunction reoccurred. The pump malfunction code did not recur, and the customer continued using the pump with the understanding to reach out if issues arose again.